Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Additional information: quality investigation complete. Corrected data: d9/h3.

Event description:
It was reported that the patient was burned by the grounding pad, the burn was noticed when the pad was removed. This was a partial 3rd degree burn and a skin graft has been scheduled. The sales representative is trying to gather when this may take place. The procedure was completed successfully without any delays taking place.

Event description:
It was reported that the patient was burned by the grounding pad, the burn was noticed when the pad was removed. This was a partial 3rd degree burn and a skin graft has been scheduled. The sales representative is trying to gather when this may take place. The procedure was completed successfully without any delays taking place.